Event description:
It was reported that several damaged instruments were found at the facilities sterile department. There are a total of four cervical spine locking plate screwdrivers of which three have bent tips and one has the tip broken off. There are two drill guides that have broken tips. There is one antegra handle with a drill bit jammed inside of it which was noticed after it was washed. There was no implication that these events occured during procedures and involved any patient. This is report 3 of 3 for (B)(4). This report is for 2 of 2 drill guides with broken tip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the cervical spine locking plate system (cslp) includes variable angle plates, expansion-head screws (standard, self-taping and self-drilling), locking screws and set of instruments. The single locking drill guide (part 387.286) is part of this system. The applicable technique guide and related literature (reference # (B)(4)) were reviewed. The surgeons use this instrument as drill guide, and as a plate holder. This instrument is selected when using self-tapping screws with cslp variable medial angulation. Once the drill guide is inserted into the screw hole, the handle is squeezed and the latch pushed forward to keep the guide locked in place and the drill guide is angulated in the desired direction to drill (using a drill bit), then the latch is released and the drill guide removed. Upon inspection of involved instrument, the reported condition, drill guide has broken tip, was confirmed. The single locking drill guide was received with two of the four flanges missing at the distal tip. These two flanges were likely subject to shear force while the device was not in the locked position. The complaint condition of this part is confirmed. However, proper use is critical to the success of this device. This complaint could have been caused by improper technique, such as excessive force or use while not in the locked position. The design of the device and the materials used are adequate and did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.